Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap chole, the device would not open. The surgeon shimmed the device off the tissue. There was no damage to the tissue. The case was completed with a competitor's device.